Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, a review of the black box showed loss of prime with non-zero force was recorded. No loss of primes occurred during the investigation. During evaluation, the force sensor calibration was found to be out of specifications. The pump was opened and the force sensor resistance was within specifications. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. The keypad was intact; no damage was observed. Also unrelated to the loss of prime issue, all of the keypad buttons were intermittently unresponsive. The keypad was removed and evidence of contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).